Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. There was no conclusive root cause identified for the higher-than-expected wbc content in the platelet product reported for this procedure. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause:a root cause assessment was performed for this complaint. The run data file was investigated for the procedure on 10/16/2025. The operator selected procedure 10, a 7.6e11 platelet yield + pas with 250 ml of plasma collection. There were no alerts displayed by the device or adjustments made by the operator during the collection. During the pas addition in the 116th minute, the system notified the operator to 'replace pas bag'. At the end of the 116-minute procedure, the trima accel system displayed the following messages: 'platelet product: label as leukoreduced' and 'plasma product: label as leukoreduced'. Although a definitive root cause was unable to be determined, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h6 and h11. Investigation: the run data file (rdf) was analyzed for this event. There was no conclusive root cause identified for the higher-than-expected wbc content in the platelet product reported for this procedure. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(4). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. There was no conclusive root cause identified for the higher-than-expected wbc content in the platelet product reported for this procedure. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. Investigation is in process, a follow-up report will be provided.